Event description:
Medics responded to a person described as in cardiac arrest. The device was connected to the pt and displayed what was reported to be course ventricular fibrillation. According to the reporter, the device would not analyze the pt's ECG when the analyze button was pressed. A backup device was immediately called for and used. The pt was resuscitated.